Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic splenectomy, during stapling, the reload was clamped down and fired but it locked on tissue and would not reopen. A new stapler was used to cut out the locked device and re-staple the tissue. The reload also could not be unloaded from the handle. The black ears could not be pulled back the to remove reload. The scrub tech was finally able to unload the reload, but with excess force that is not usually required. The surgical time extended 30 minutes or more due to the issue.